Event description:
It was reported that during a peripheral stenting treatment procedure, deployment issue occurred. The 100% stenosed target lesion was located in the anterior femoral artery with a reference vessel diameter of 6mm. The target lesion was treated with pre-dilation and with placement of a 7x118x120mm epic stent. After deployment, the epic stent was considered well opposed to the vessel wall, but only covered approximately 70mm of the lesion instead of an anticipated 118mm. It was reported that the "stent looks compressed". The remaining target lesion was treated with placement of a 7x80x120mm epic stent. No other complications were reported and the patient's post-procedure condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).